Manufacturer narrative:
H.6. Investigation summary: customer returned twelve (12) 31g x 6mm, 1ml bd insulin syringes from lot 8295916. Consumer reported finding 1 bag not completely sealed on the bottom, 1 syringe that did not have shield attached and found shield loose in bag, 1 syringe cap "smashed"/damaged. All 12 returned samples were examined, and the following was observed: 1 syringe with a damaged thumbpress and plunger cap. 1 syringe with no apparent issues (cannula shield and plunger cap were properly attached). 1 polybag of 10 syringes where the bottom of the polybag had an open seal. The causes of the observed issues likely occurred during the manufacturing process. A review of the device history record was completed for batch# 8295916. All inspections were performed per the applicable operations qc specifications. There were three (3) notifications [200785916, 200786648, 200785801] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (open seal -polybag, damaged plunger cap, damaged thumbpress). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (cannula shield separates). As per investigation completed by manufacturing, on 07oct2019, holdrege received (12) 1.0ml, 31g, 6mm syringes in (2) open and (1) sealed polybags from lot #8295916. Samples were decontaminated per hstr-17 and hqa-68 prior to sterilization. Visual inspection of the syringes found (1) syringe with compression damage on the cap and plunger rod thumb press and (1) syringe with a bow on the barrel tip and cracking around the rim of the barrel tip. The sealed polybag containing (10) syringes had a 1in long opening in the center of the horizontal seal. All three polybags were formed and sealed on tube #6 as indicated on the polybag next to the lot code. Review of quality notifications and maintenance dispatches for no issues related to this complaint. The polybag is formed from a roll of web that is mounted on a spindle in the auto splicer and threaded through a series of rollers that control the tension and unwinding the roll. As the web approaches the sealing area it is manipulated so that is wraps around a metal tube and then the sides of the web overlap along the front of the tube. The overlapped web is sealed together using a magnet and spring steal anvil to form the polybag vertical seal along the front of the tube. The sealing jaw forms the polybag bottom, as well as the top of the previous bag. Syringes a gravity fed into the polybag via a tube. Between the sealing jaws resides a cutoff knife that severs the polybag roll. The compression of the sealing jaws and the cutoff action completes the finished polybag. Unable to determine the root cause of the syringes being caught in the sealing jaw during the creating and filling of the polybag. Complaints received for this device and report condition will continue to be tracked and trended. Information will be captured and trend on reports monitored." H3 other text

Event description:
Material no.: 324912, batch no: 8295916. It was reported that during use of the bd veo¿ insulin syringe with bd ultra-fine 6mm needle 1 bag was not completely sealed on the bottom, 1 syringe did not have shield attached, and 1 syringe cap "smashed"/damaged. The following information was provided by the initial reporter: consumer reported finding: 1 bag not completely sealed on the bottom, 1 syringe that did not have shield attached. Found shield loose in bag, and 1 syringe cap "smashed"/damaged.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8295916. All inspections were performed per the applicable operations qc specifications. There were three (3) notifications [(B)(4)] noted that did not pertain to the complaint. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
Material no.: 324912 batch no: 8295916. It was reported that during use of the bd veo¿ insulin syringe with bd ultra-fine 6mm needle 1 bag was not completely sealed on the bottom, 1 syringe did not have shield attached, and 1 syringe cap "smashed"/damaged. The following information was provided by the initial reporter: consumer reported finding 1 bag not completely sealed on the bottom 1 syringe that did not have shield attached. Found shield loose in bag. 1 syringe cap "smashed"/damaged.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no.: 324912, batch no: 8295916. It was reported that during use of the bd veo¿ insulin syringe with bd ultra-fine 6 mm needle 1 bag was not completely sealed on the bottom, 1 syringe did not have shield attached, and 1 syringe cap "smashed"/damaged. The following information was provided by the initial reporter: consumer reported finding 1 bag not completely sealed on the bottom 1 syringe that did not have shield attached. Found shield loose in bag. 1 syringe cap "smashed"/damaged.